Event description:
It was reported that prior to implant, the novel implantable cardioverter defibrillator was inappropriately in back-up operation. The procedure was completed using an alternate device on (B)(6)2022. The patient was stable.